Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator could not capture through the left ventricular lead. The device was replaced and appropriate capture was seen on the lead. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.